Event description:
It was reported by the affiliate that during a hepatectomy procedure, the cartridge fell out when the device was grasped at the third firing. The first and second firings were completed without any problems. The cartridge was removed without any difficulty. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the sc60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the reload was loaded in the device without difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the mfg process.